Manufacturer narrative:
Date of event: aware date is listed for event date as the event date is unknown.

Event description:
Reported via journal article. It was reported that stroke occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. Some time post-procedure, the patient was hospitalized due to symptoms of nausea, vomiting, and diarrhea for approximately one week. During hospitalization, the patient had an acute episode of right sided weakness with expressive aphasia and dysarthria. Brain magnetic resonance imaging (MRI) revealed a 1 cm acute ischemic stroke in the right superior cerebellum. Transthoracic echocardiogram (tte) did not reveal an embolic source. The stroke was diagnosed as cryptogenic. Additional testing was performed including, head and neck magnetic resonance angiogram, electroencephalogram, and lumbar puncture (lp) with cerebrospinal fluid (csf) analysis revealing the patient was positive for herpes simplex virus type 2 (hsv-2). The patient was started on intravenous (IV) acyclovir for two weeks. After two weeks, the patient presented with an episode of expressive aphasia. MRI did not show any acute findings and the lp with csf analysis was repeated with similar findings to the previous csf analysis. The patient was further treated with IV acyclovir for one week and then transitioned to oral valacyclovir twice daily. The patient followed-up after one year without any further hospitalizations and with gradual resolution of symptoms. The physicians diagnosed this as a rare case of mollaret's meningitis and postulated that the etiology of the stroke was most likely secondary vasculopathy from underlying hsv-2 infection.